Manufacturer narrative:
The received device had the cannula assembly fully deployed. No issues were observed with the soft cannula that would contribute to the soft cannula becoming dislodged. A root cause for the reported dislodged cannula could not be determined. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient visited the emergency room (ER) due to hyperglycemia. The pod reportedly fell off the infusion site (abdomen) while the patient was sleeping, causing the cannula to dislodge. The patient's blood glucose level (bg) rose above 400 mg/dl while wearing the pod between 37 and 48 hours. The patient activated a new pod but the bg levels did not stabilize. The patient went to (B)(6) hospitalier. At 6:00 a.m. On (B)(6)2025. The pod was removed by dr. (B)(6) and was treated with insulin intravenously. The patient was discharged at 12:00 p.m. The same day.